Manufacturer narrative:
(B)(6). Event date: (B)(6) 2010. If implanted, give date: (B)(6) 2010. Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, the patient experienced an allergic reaction and in-stent restenosis occurred. In (B)(6) 2010, a taxus liberte atom stent was successfully implanted in the left anterior descending artery (lad). After implantation of the stent the patient experienced an allergic reaction with symptoms of a rash, shortness of breath and decreased blood pressure. The patient was hospitalized for 2-3 days. Two months later the patient began to experience unstable angina and in-stent restenosis was discovered in the previously implanted taxus liberte atom stent. A 2.25mm unspecified bare metal stent was successfully implanted in the lesion for treatment of the in-stent restenosis. No additional patient complications were reported and the patient's current condition is excellent.